Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the customer was unable to insert the balloon. There was a kink in guidewire. Opened a new iab and completed the procedure. There was no reported injury to the patient.

Manufacturer narrative:
Section h - evaluation method codes: added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the customer was unable to insert the balloon. There was a kink in guidewire. Opened a new iab and completed the procedure. There was no reported injury to the patient.